Event description:
It was reported the pt is unable to communicate with her ipg to the ipg flipping. The pt has lost significant weight. The pt previously underwent revision surgery on (B)(6) 2012, where the physician sutured the ipg inside the pocket (reference MFR report: 1627487-2012-1932). The pt is requesting to have her scs sys removed. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.